Event description:
Doctor reported events of "duodenal fistula" and "slippage" from journal article: "safety and short-term outcomes of laparoscopic sleeve gastrectomy as a revisional approach for failed laparoscopic adjustable gastric banding in the treatment of morbid obesity", obes surg (2009) 19, 1612-1616, doi 10.1007/s11695-009-9941-4.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the rptr, the connector type is assumed to be a taper ii. Band slippage and fistula are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur". "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation". Device labeling addresses the reported event of fistula as follows: "it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant". "As with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract".